Manufacturer narrative:
The field service engineer (fse) found the vacuum nozzle was not functioning properly due to particulate contamination that blocked the vacuum pathway. The pathway was decontaminated. Qc results were acceptable. The service actions resolved the issue.

Event description:
The initial reporter noticed a change in the moving averages for ise indirect na+ for gen.2 (na+) on their cobas 8000 ise module. The customer ran qc which was out of specification. The patient samples that had been run on the ise module in question were repeated on a different ise module and the repeat results did not match the initial results. The customer provided an example of discrepant results for 1 patient sample. The initial result was 141 mmol/l. The repeat result was 147 mmol/l. The initial results were reported outside of the laboratory. The repeat results were believed to be correct. The na+ electrode lot number was m83_2021 with an expiration date of 07-mar-2022.